Event description:
During product evaluation by a baxter service technician, a flogard infusion pump was found to have a damaged p1 pump head door. This was not reported by the customer. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during the investigation of (B)(4). The cause was identified to be physical damage to the latch area of the p1 pump head door and a missing door latch. To correct this condition the p1 pump head door with required parts were replaced, the occlusion detectors were calibrated as per service manual, and the p1 door latch was installed. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4).